Manufacturer narrative:
No products will be returned for evaluation as they were all discarded by the facility. Without return of the units, it is not possible to determine if some damage or defect existed on the units that could have contributed to the events. It is not known if some procedural factors may have contributed to the events. The lot number was not provided thus a device history record was not reviewed. The instructions for use (IFU) cautions the user that inaccurate cardiac output measurements may be caused incorrect placement or position of the catheter and excessive variations in pulmonary artery blood temperature. Some examples that cause blood temperature variations include, but are not limited to: status post cardiopulmonary bypass surgery, centrally administered cooled or warmed solutions of blood products, and use of sequential compression devices. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
It was reported, that during use, the swan ganz catheter provided inaccurate cardiac output. The customer states that this issue has been occurring for the past few months. Patient's have received medication, additional testing and delay in extubation as a result of these inaccurate values. No patient injuries were reported. The exact quantity of occurrences is unknown. No devices are available for return as they were discarded at the facility.